Event description:
It was reported that the caller wanted assistance to adjust stimulation. The patient lost urinary relief 3-4 weeks ago. The patient had a uti (urinary tract infection) 3 weeks ago and it cleared up about 1.5 week ago. The patient was to see the healthcare provider if adjustment doesn't give the patient relief. The patient status was unknown the day of reported event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02pxm, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).